Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with a non-medtronic 7fr 45cm sheath, spider 0.014" guidewire and 7mm embolic protection during procedure to treat a moderately calcified plaque and fibrous lesion in the right proximal to mid common iliac artery and superficial femoral artery with chronic total occlusion (cto-100%). The vessel was little tortuous. The vessel diameter and lesion length are 5mm and 250mm respectively. The vessel was not pre dilated but post dilated. IFU was followed. After second advancement component embolization occurred and component embolized in the vessel. There was moderate resistance felt during withdrawal. The entire nosecone, at the level of the hinge and black catheter shaft transition. A non-medtronic snare was used to retrieve component. It was reported that after removal of the device, a wire was introduced retrogradely from pt access and advanced to the common femoral. A plain balloon angioplasty (poba) was performed to the common femoral, sfa and popliteal. During the removal of the hawkone device, the physician noticed that there was resistance as he was pulling the device into the sheath. Physician looked at the distal end of the sheath, and noticed that the spiderfx filter wire was looped. The physician was able to advance the device forward and pull back on the wire to straighten it out. At this time, it was noted that the distal end of the nose cone, at the level of the cage nearest the hinge point, was beginning to separate, twist, and come apart. The physician attempted to remove the device by pulling back both the hawkone catheter, as well as the spiderfx filterwire. As this maneuver was being performed under fl uoroscopy, we witness the separation of the hawkone catheter and nose cone, leaving the nose cone on the filter wire. The remaining hawkone catheter was then removed from the sheath. Next a snare was inserted and after several attempts the physician was able to s uccessfully snare the nose cone, and the nose cone and spiderfx filterwire were successfully withdrawn. After a series of angiographic images, physician noted the appearance of clot in the common femoral artery above the bifurcation of the profunda and sfa. Several manual and mechanical thrombectomy devices were used to aspirate the clot. Lastly a balloon was inserted retrogradely, via a pt access and poba was performed to the common femoral artery, sfa, and popliteal artery. Angiographic results were satisfactory to the physician and the procedure was completed. Patient complications associated with this event are embolism and thrombus. No further injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the spider fx wire did no wrap around the nosecone of the hawkone. There was no issue reported for the spider fx. It was successfully removed without incident. No negative effects were reported for the patient from the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.